Event description:
Contacted regarding 2 erroneously high troponin (accu tnl) results on different patients that were generated by the access immunoassay system instrument. The elevated accu tnl result for patient a was 1.22 ng/ml. The elevated accu tnl result for patient b was 1.82 ng/ml. The elevated accu tnl results for both patient a and b were reported out of the lab. The customer indicated that the elevated accu tnl results for patient a and b were questioned by the physician. The customer indicated that the original samples from patient a and b were both retested for accu tnl. The repeated accu tnl result for patient a were 0.01ng/ml. The repeated accu tnl result for patient b was 0.08ng/ml. There has been no change to patient treatment or any injury that can be attributed to this event.